Event description:
It was reported that the patient presented to the hospital following symptoms of syncope. Episodes of cardiac pauses were observed over the previous 24 hours. The right ventricular (rv) pacing lead showed no capture and high impedance readings. There were also several high ventricular rate episodes that showed oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (B)(6) 2008. (B)(4).